Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. When the patient received the shock, the patient had their 3-month old baby in the arm and the baby fell to the ground because of the shock. As a result, both the patient and the baby were hospitalized. An initial analysis of the episode shows low detection amplitude associated with the presence of myopotentials. Troubleshooting was performed and it was determined that the primary vector offers better detection. Technical services (ts) reviewed the device data and reviewed the x-rays, it was discussed that the electrode declines towards the left side, which would need to be verified by comparing the post-implant x-ray. It was also confirmed that the primary vector has a better r-wave amplitude and both the primary and secondary vectors show noise overdetections, with the primary vector being more stable. The s-ICD remains in service. No additional adverse patient effects were reported.